Manufacturer narrative:
Manufacturer ref no. (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation si complete a supplemental report will be submitted.

Event description:
It was reported that a pump has a system error 322. Any pt involvement, injury or medical intervention is unk.